Event description:
A 2.5 x 18 mm cypher select plus stent could not be released, as the balloon burst at 12 atms.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.